Event description:
Reported events: 1. 1 patient experienced an implantable neurostimulator (ins) malfunction. 2. 4 patients experienced ¿lead malfunction.¿ 3. 4 patients experienced lead migration. 4. 2 patients experienced overstimulation.

Manufacturer narrative:
Literature citation: white, t. Et al. Twelve-month results from a randomized controlled trial comparing differential target multiplexed spinal cord stimulation and conventional spinal cord stimulation in subjects with chronic refractory axial low back pain not eligible for spine surgery. North am. Spine soc. J. (Nassj) 19, 100528 (2024). Continuation of d10: product ID: 97715, product type: implantable neurostimulator, product ID: 977a2, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.